Event description:
It was reported the pumps speaker would sound without an alert being present. Technical support made multiple attempts to trouble shoot but the customer did not respond to their efforts. No additional product or event information is available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.